Event description:
It was reported, that a cartridge did not fit onto the pump. Resulting, in the customer experiencing an elevated blood glucose level of 580 mg/dl. The customer delivered a correction bolus via the pump to address bg. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring. And successfully loaded a new cartridge to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.